Event description:
A port-a-cath was implanted approximately 4 1/2 years ago. It was discovered that the port-a-cath was dislodged in the heart. The patient required surgical intervention. There were three patient events that I was advised of my one physician. This physician did not insert all three catheters, but was involved in all the cases and had knowledge of all three events.